Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient noted as high-risk coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported the patient was on impella support with the automated impella controller (aic) was unplugged by the nurse and it became disconnected from wires. The aic was replaced successfully.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for automated impella controller (aic)-cabling issue has been completed. The console was received for investigation. Data and device analysis was completed and the root cause of cabling issue was due to was a defective cable. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05930: b5 patient outcome and mso statement added d2 common device name g1 reporting contact fax number missing.